Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, certificates of analysis, IFU and fmeas, the most probable root cause for the malpositioned implant is user error: installing too long of an implant or installing the implant too deep. The most probable root cause for the infection could not be determined, but it is not likely to be related to the implants that were removed as a precaution. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition." Part number, lot number, manufacture date, expiration date and gtin 1st (superior): ifuse-3d implant, p/n 7065m-90, lot# 2611661, mfd. 09/20/17, exp. 2022-09-20, gtin (B)(4). 2nd (middle): ifuse-3d implant, p/n 7040m-90, lot# 2691801, mfd. 07/12/19, exp. 2024-07-12, gtin (B)(4). 3rd (inferior): ifuse-3d implant, p/n 7035m-90, lot# 9009291, mfd. 06/14/19, exp. 2024-06-14, gtin (B)(4).

Event description:
In (B)(6) 2019, the patient had left side si joint arthrodesis where three implants were installed. The patient had a revision procedure in (B)(6) 2020, which was reported to si-bone in (B)(6) 2021, where the superior positioned implant was removed as it had likely breached the neuroforamen. The patient later developed an infection. The surgeon did not believe that the infection was related to the implants but decided to remove the two remaining implants as a precaution. In (B)(6) 2021, the surgeon removed the two remaining implants using chisels because they were solidly fixed in bone. Both removed implants showed bone growth on the surface. The surgeon did not indicate that either implant was loose or malpositioned. The status of the patient following the resin procedure is not known.